Event description:
Pt returned to the clinic post-op complaining of pain at night and during overhead activities. The surgeon ordered an arteriogram which showed that the magnum implant migrated out of the implant site and into the intracapsular space. Additionally, a re-tear of the rotator cuff was observed. The surgeon via a mini-open incision removed the loose implant and performed a revision of the repair utilizing the standard transosseous tunneling technique.